Event description:
It was reported that the patient's generator had reached an end of service flag (eri=yes). The patient has been experiencing a recent cyclical nature of mood swings, and is unsure if her vns and low battery contributes to the problem. The patient has been having very sudden mood drops. She states that this is different than before vns was implanted about 9 years ago. This issue has started over the last three to four weeks and although the patient has felt an increase in depression lately, it is not worse than her pre-vns baseline. The patient has also had a recent increase in suicidal ideations above pre-vns baselines. Additional information was received that vns has typically been helpful for the patient in the past. Diagnostics were reported to be within normal limits. The increased depression and suicidal ideations were thought to be due to a combination of external factors and end of vns battery life.